Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Elevated glucose levels were reported while using bd ultra fine¿ pen needles. The following information was provided by the initial reporter: material no:, batch no: 9275381. It was reported elevated glucose level while using nano pen needles.

Event description:
Elevated glucose levels were reported while using bd ultra fine¿ pen needles. The following information was provided by the initial reporter: material no: batch no: 9275381 it was reported elevated glucose level while using nano pen needles.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.